Manufacturer narrative:
A procedure is planned to resurface the patella. The patella was not resurfaced during the primary procedure. Poly inserts will be exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
A procedure is planned to resurface the patella. The patella was not resurfaced during the primary procedure. Poly inserts will be exchanged during the procedure.